Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. Thirteen days prior to death, the patient experienced a myocardial infarction. The patient was hospitalized for this event. Treatment was not reported. The patient died in the hospital in the ICU. The cause of this patient¿s death was reported as the myocardial infarction. It was not reported if the patient was performing pd therapy at the time of the myocardial infarction or at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.